Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tube there was sample leakage. The following information was provided by the initial reporter. The customer stated: "when collecting blood from the patient, the body of the vacuum blood collection tube leaked blood, resulting in insufficient blood collection volume. The patient was re-punctured for blood collection."

Manufacturer narrative:
H6: investigation summary : bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for leakage with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and the issue of leakage was not observed. No root cause could be established. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tube there was sample leakage. The following information was provided by the initial reporter. The customer stated: "when collecting blood from the patient, the body of the vacuum blood collection tube leaked blood, resulting in insufficient blood collection volume. The patient was re-punctured for blood collection."